Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the customer returned o2 sensor. An investigation was performed on the returned component and the alleged malfunction was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that, during patient use, the ventilator had a oxygen sensor malfunction. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.